Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had high blood glucose but not hospitalized. Customer's blood glucose was 350 mg/dl. The customer was treated for high blood glucose with insulin pump. The customer was unable to complete the troubleshooting because he was not at home. Customer was advised to call at his conveniece to perform high pressure test.